Event description:
It was reported that the valve was implanted in 2001 with a setting of 100mm h2o. After approximately 1 month, the valve was reprogrammed to 110mm h2o. However the pt's gait was not normal and the ventricles were still enlarged. A lumbar tap was performed by the neurologist. The pressure was 200mm h2o and was changed to 110mm h2o. The surgeon believed the valve had malfunctioned and the device was explanted and replaced.